Event description:
During follow-up, an extended charge time was observed. The charge time improved slightly with multiple attempts at consecutive manual cap reforms. The decision was made to explant the device.